Manufacturer narrative:
Based on the description of the event, an acs® pe-insert could not be impacted into a tibial component despite several impacting attempts. This issue caused a prolongation of the surgery of 15 minutes. However, this prolongation of the surgery had no effect on the patient. In the end, another pe-insert was used to finish the surgery. The product in question was not provided for an optical examination. Two pictures of two different pe-inserts were provided. It is not known which one of these displays the product in question. Based on these pictures alone, it is only possible to say that the pe-inserts exhibits some smaller damages/ scratches. The manufacturing documents and the material certificates of the pe-inserts were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another pe-insert could be impacted without problems on the tibial components afterwards, an error of this product is excluded. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impaction was not done correctly. However, this cannot be confirmed nor denied due to lack of information. The event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following events were reported to implantcast gmbh: "during a total knee arthroplasty, difficulty was encountered while attempting to seat the tibial insert onto the tibial baseplate. The insert was positioned and impacted according to implantcast instructions, maintaining the recommended 45° impaction angle. Multiple attempts were made to seat the insert. The tibial baseplate was thoroughly inspected each time and confirmed to be clean, free of soft tissue, bone fragments, or any obstruction that could interfere with the locking mechanism. Despite proper alignment and technique, the insert repeatedly failed to lock into place." A prolongation of the surgery of 15 minutes resulted from the malfunction. This prolongation had no effect on the patient. Another pe-insert was used to finish the surgery.

Manufacturer narrative:
Based on the description of the event, an acs® pe-insert could not be impacted into a tibial component despite several impacting attempts. This issue caused a prolongation of the surgery of 15 minutes. However, this prolongation of the surgery had no effect on the patient. In the end, another pe-insert was used to finish the surgery. The product in question was provided for an optical examination. All over the product, several minor damages/ deformations are present, but especially on the snap-in edge of the product. These deformations of the snap-in edge suggest that it was not sufficiently inserted from anterior into the tibial component before the impaction process as it is stated in the surgical technique. An internal testing of such pe-inserts showed that such a pointed/ beak-like deformation of the snap-in edge occurs when the insert is not fully inserted into the tibial component before impacting. After this deformation occurs, an impaction is no longer possible, no matter how many attempts will be made afterwards. The available information suggest that the incident was not caused by a defective product but rather by an inappropriate application by the attending surgeon. The deformation of the snap-in edge propose that the pe-insert was not correctly inserted into the tibial component before impaction thus the deformation of said snap-in edge. The event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following events were reported to implantcast gmbh: "during a total knee arthroplasty, difficulty was encountered while attempting to seat the tibial insert onto the tibial baseplate. The insert was positioned and impacted according to implantcast instructions, maintaining the recommended 45° impaction angle. Multiple attempts were made to seat the insert. The tibial baseplate was thoroughly inspected each time and confirmed to be clean, free of soft tissue, bone fragments, or any obstruction that could interfere with the locking mechanism. Despite proper alignment and technique, the insert repeatedly failed to lock into place." A prolongation of the surgery of 15 minutes resulted from the malfunction. This prolongation had no effect on the patient. Another pe-insert was used to finish the surgery. Follow-up: implantcast gmbh was provided with the affected product on 02/03/2026.